Event description:
Procedure: gynecology. Reportedly, the metallic screw came out from the locking collar. The pin could not be found and an investigation had to be done. The staff only realized the pin was missing after the operation was complete. So they brought back the patient into the o.r. For an x-ray, but they could not see the pin. The staff are assuming that the pin must have gone into the "bin" and is not in the patient cavity. Note: although the staff has indicated that they do not think the piece was left in the patient or that any surgical intervention was required, this report has been filed assuming such has happened. A supplemental / correction may be filed once additional information or positive confirmation is received.